Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. After the occlusion alarm, the customer changed their pump supplies. The customer¿s blood glucose (bg) level was not impacted.